Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m138517 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m138517 and test base part number 190-430 / lot m138517. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m138517 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is cause is sample interference or cross contamination. A review of complaints against the kit lots for the reported issue indicates product performance is as expected and a product deficiency has not been identified.

Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates. This MFR. Report addresses patient three (3) x o three (3). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct kitted nasopharyngeal abbott kit swab. Repeat testing was x 4 (B)(6) 2021. All repeat test generated negative results. Confirmation testing on nasopharyngeal in viral transport media. With cepheid pcr generated negative results CT value 0. No additional patient information, including treatment and outcome, was provided.